Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, g1, g2, h6. The event of cardiac arrhythmia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified flat creases, red/white encapsulation and red particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported right side strong pain due to device rotation, capsular contracture (baker grade not provided), dizziness and cardiac arrhythmia, strong severe gastrointestinal complaints is not device related, misc symptoms.

Event description:
Legal representative reported " poor concentration, fatigue, exhaustion, headaches, sweats, skin rashes , stomach issues diagnosed with double capsular, twisting of the device and capsular contracture baker grade IV ". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.